Manufacturer narrative:
Qc was within specifications prior to and after the event. A system check performed in 2007 was within specifications. System check performed following the event, on a week later, at 1:24pm also was in range. The samples were collected in bd, lithium heparin tubes and centrifuged at 4,200 rpm for 6 minutes. A field service engineer (fse) was dispatched to the customer's lab. The fse performed a preventive maintenance (pm) to the instrument. The fse conducted diagnostic testing and ran qc; results were within specifications. The fse verified the instrument per established procedures. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results from a single patient sample that were generated by the access 2 instrument. A patient sample was tested for accu tni and a result of 1.16ng/ml was obtained. A fresh sample was collected from the patient and tested for accu tni and the result was 0.10ng/ml. Both samples were re-centrifuged and then re-tested for accu tni and results were: 0.20ng/ml and 0.19ng/ml for sample 1, and 0.09ng/ml and 0.05ng/ml for sample 2. In addition, the re-centrifuged samples were tested on a different instrument in the customer's lab for accu tni and results were: two results of 0.08ng/ml for sample 1. 0.12ng/ml and 0.06ng/ml for sample 2. The initial result (1.16ng/ml) was reported out of the lab and questioned a day later. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.